Event description:
Patient stated that today (B)(6) 2019 he was wearing the v-go it came off. The adhesive did not adhere to the patient's skin which caused the needle to come out. Patient mentioned that he did remove and replace with a new v-go. Patient stated that he has been experiencing issues with the adhesive adhering lately, unsure if it's due to the heat.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.